Manufacturer narrative:
(B)(4) 2015 - the device in question was returned for an evaluation. That evaluation confirmed that the alarm on the unit did not function properly. The underlying cause was determined to be a defective power switch. The device was repaired and returned.

Event description:
Alarm is intermittent to not working at all.